Event description:
Pt tested negative on the osom card pregnancy test on an unspecified date. The test was performed on urine (specific gravity unknown). According to the reporter, the test "turned positive well after the read time" and the site had used "a cytology brush for a pap smear that is not recommended for a pregnant pt." The pt's last menstrual period was not provided. The reporter could not confirm that confirmatory human chorionic gonadotropin (hcg) or pregnancy testing was performed. To date, no fetal or pt injury has been reported. No information was provided on the pt's outcome.